Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main (lm) to left anterior descending (lad) coronary arteries with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilation was performed with 3.0x12mm nc traveler balloon. The 3.5x33mm xience alpine stent was deployed with 10 atmospheres (atm) then post stent dilation was performed with a 3.5x12mm nc traveler balloon at 18 atm. A distal edge dissection was noted. A 3.0x33mm xience alpine stent was used to treat the dissection and completed the procedure. There were no adverse patient sequela. No additional information was provided.